Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 11/13/2019. [Additional information]: the first name, last name, title and phone number of the initial reporter were provided. Updated sections: the initial reporter title, first and last names were added; initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the coil embolization of a meningioma at the middle meningeal artery, there was resistance between the 150cm x 5cm prowler select plus microcatheter (606s255fx / 30086380) and the concomitant 0.014-inch guidewire. The microcatheter was replaced with the excelsior® 1018® microcatheter (stryker) and the procedure was completed. There was no report of any patient injury or complication. It was reported that the device will not be returned for investigation due to suspicion of infectious disease. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30086380) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a meningioma at the middle meningeal artery, there was resistance between the 150cm x 5cm prowler select plus microcatheter (606s255fx / 30086380) and the concomitant 0.014-inch guidewire. The microcatheter was replaced with the excelsior® 1018® microcatheter (stryker) and the procedure was completed. There was no report of any patient injury or complication. It was reported that the device will not be returned for investigation due to suspicion of infectious disease.